Event description:
It was reported that while stimulation was turned on there was no stimulation sensation on the right side of the patient's body and a change in stimulation sensation on the left side. This event occurred a few days ago. There was no known accident or incident related to this event. The patient mentioned he had fallen a "few times." Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Lead model 3998 lot # j0427943v implanted: 2005-(B)(6) explanted: unk extension model 7489 (B)(4) implanted: 2005-(B)(6) explanted: unk patient programmer model 7435 (B)(4) implanted: na explanted: na extension model 7489 (B)(4) implanted: 2005-(B)(6) explanted: unk.